Manufacturer narrative:
(B)(4). Baxter evaluated the device and found severed motor mount screws. It was determined that this failing part caused the system error 105 alarms. The failed motor assembly and screws were replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.